Event description:
Report rec'd with explanted product that device was removed due to infection. Device is presently undergoing analysis at MFR. Follow-up letter will be sent to health care provider for further info on this event.